Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no guidewire was returned, therefore condition and brand are unknown. Used a fresh mdt guidewire to perform test, test passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor that during an implant procedure, the left ventricular lead would not allow a guidewire to advance through the lumen. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.